Event description:
Had routine mammogram in (B)(6) 2018. In (B)(6), I began having diarrhea, vomiting, nausea, and flushing episodes, lost 9 pounds suddenly. In the spring, I developed significant pain in breast tissue, under arm and down inside of arm as well as over top of shoulder. MRI confirmed a rupture, likely from earlier (B)(6) mammogram. Both silicone implants removed in (B)(6) 2018. Breast tissue and pec muscle had to be removed because there were pieces of silicone throughout. Shortly after surgery, I had extreme vertigo for a few weeks in addition to the nausea etc. I continue to have ibs, headache, foggy thinking, joint issues (feet brittle), and I continued to loose weight until I dropped 18 lbs in total. Today (B)(6) 2019, I see two more pieces of silicone working their way through my incision and I have taken a picture of the site. I have taped the site to be able to catch the pieces as they come through. I had some pieces work their way through the same incision line shortly after surgery. I have been out on disability since (B)(6) 2018 for sickness related to these issues. My own dr at (B)(6), will not consider breast disease illness because she says the FDA considers them safe. I have been put through so many tests and procedures this year looking at every other possibility to no avail. She says she has no way to test or treat silicone and does not have the training either. I have lived a good, healthy life up to the point of the mammogram. I wonder if the implants were just discarded, I have no knowledge of that.